Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of feeling hot during treatment. The operator inspected the treatment tip and discovered a hole in the dielectric membrane of the tip. There were no patient consequences.

Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using (B)(4) as the registration number. The correct registration number that should have been used to generate the MDR number is (B)(4).

Manufacturer narrative:
The treatment tip was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.